Event description:
It was reported that during a trans-ureter lithotripsy procedure, retraction difficulties were encountered. The stone was located in an unspecified ureter. The stone cone 3fr x 7mm stone retrieval basket was advanced to the ureter. It was not known if the basket was able to capture the stone. The physician attempted to retract the coil into the sheath, however, the coil was unable to be fully retracted. The device was removed with an "opened coil at the tip". Upon inspection, the physician noted that the "coating was deformed like peeling". The procedure was completed without further intervention. No pt injuries or complications were reported. The pt's status is reported as "good".